Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed but the cause is unknown. Two photographs of a 4fr s/l powerpicc solo catheter were returned for evaluation. The catheter had evidence of clinical use, including residual material within the catheter lumen. The catheter contained a semi-circumferential split in the catheter shaft. The exact location of the split could not be determined from the photographs but appeared to have occurred slightly distal of the molded suture wings, within the tapered section of the catheter shaft. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include sharp instrument damage, material fatigue from repetitive kinking, or potential damage from a stabilization device or dressing technique. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that split in PICC. A new PICC was reinserted. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy3639 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that split in PICC. A new PICC was reinserted. No other information was provided.